Event description:
On (B)(6) 2025, the patient¿s father reported alert "42" on pump; multiple restarts were unsuccessful, insulin delivery was not resuming, leading to high blood glucose (bg) of 401mg/dl at the time of the report and was out of range for 90+ minutes. The bg was corrected with insulin shots. There was no medical intervention required, and no symptoms experienced at the time of the call. Agent confirmed shipping info/serial number and arranged overnight replacement ilet. No further assistance needed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.